Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl, which was treated with food. Customer did not want to troubleshoot for high blood glucose. Customer was assisted in performing a 5.0 unit of fixed prime and insulin did exit. Customer reports that cannula was not bent. Customer was advised that cannula may have been occluded. Customer was advised to change infusion set and send for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.